Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4) case subject: npi 8100 pump fail patient side occlusion account name: (B)(6) account #: (B)(4) asset name: 8100 pump module 9.17.0.22 asset location: contact: (B)(6) contact email: contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: 8100 sn: (B)(4) customer stated that his 8100 will not pass the patient side occlusion. I explain to the customer that he may need to change the sensor in order for the 8100 to pass the patient side occlusion. Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: I explain to the customer that he may need to replace his sensors. I also explain to the customer that replacing his sensor would correct this problem. The customer said ok and that if he has any more problems that he would call back.